Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 400 mg/dl. Customer gave a bolus because it was 338 mg/dl about an hour ago and went up to 416 mg/dl. Customer treated for high blood glucose with insulin pump. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer reported that the drive support cap is sticking out more than the other side. Customer is not calling back to perform an high pressure test. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and occlusion test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.